Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found that the stimulator was functionally okay there were insignificant anomalies. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was an adaptive stimulation issue and that stimulation output changed unexpectedly. The patient was experiencing a shocking sensation that had occurred about 3 times over the last 6 months. This has occurred when the patient is going up stairs and when he has his right leg up and turning to the right side. This sensation was described as feeling like a whole body sensation. Impedances were run and all values were in the 700-1000 ohms range. The manufacturer representative had attempted to do some palpation along the lead body and implantable neurostimulator, but the patient did not experience any burning or shocking during the evaluation. The patient is set to different amplitudes for mobile. Upright: d1 2.6 volts, d2 2.4 volts upright and mobile: d1 3.5 volts, d2 3.3 volts the manufacturer representative created a second group that was the same as group d, but removed the upright and mobile setting. The shocking started occurring in 2016 about 6 months prior to the report.

Manufacturer narrative:
Device has been returned and anticipated but not yet done. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that the patient's ins was replaced yesterday ((B)(6) 2017) due to the shocking sensation. It was reported that a new MRI compatible ins and paddle lead were implanted. It was confirmed that the lead was only replaced to make the system MRI compatible. It was reported that the ins was turned on today and everything seemed fine, but the ins was left off for the time being. It was reported that the explanted lead was not obtained, but that they had the ins, which would be returned.

Manufacturer narrative:
Analysis has not been completed. A supplemental will be sent when information from analysis is available.

Event description:
The devices were returned to the manufacturer with the report of intermittent shocking. The explant date was (B)(6) 2017. The devices were received on 2017-03-14. It was reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.